Event description:
Patient reported blood glucose results of 9.9, 11.1, 6.5 mmol/l and "hi", which is equal or greater to 601 mg/dl, with a lifescan meter performed within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.